Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 24.0 diopter intraocular lens (iol) was explanted from a patient's right eye due to a refractive error. The physician stated that the error was due to a poor biometry measurement. A non amo device was responsible for the refractive error. The iol was cut into 3 pieces and removed through 2.2mm incision and replaced with the same model lens with a smaller diopter. There was no incision enlargement, no vitrectomy or sutures required. There was no other medical or surgical intervention needed. The patient is doing well and is 20/20-2 at distance at 1 month post-op lens replacement. Lens was discarded and not available for evaluation. No further information was provided.